Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-12016. It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial (ra) lead was sensing noise, and the right ventricular (rv) lead had a low pacing impedance and r-wave amplitude variation. Both leads were explanted and replaced on (B)(6) 2021. The was in stable condition.